Manufacturer narrative:
(B)(4). Batch # 601a97. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60b reload was received fully fired, with the pan detached from the reload. No functional test was performed due to the condition of the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 601a97, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the cartridge could not be removed after firing. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available.